Event description:
It was reported that patient underwent a distal radius fracture repair procedure utilizing dvr plate on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to pain. During the procedure, two pegs and a screw were removed and replaced with shorter pegs and a shorter screw. Radiographs revealed the fracture was stable.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: lot number - unknown. Expiration date - unknown. Manufacture date ¿ unknown.